Manufacturer narrative:
The device was returned for "failure to achieve hemostasis". The narrative stated that "the sealant was deployed, however hemostasis was not achieved". The condition of the returned device did not match the reported complaint. The sealant was never deployed. An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the lead was a longitudinal tear on the balloon, approx 5.5mm from the balloon proximal tip. Attempts to gather add'l info to clarify the discrepancy were unsuccessful. The review of the lhr (lot f1231102) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable root cause of the tear could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a pt underwent a coronary catheterization procedure in (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Following the procedure, the physician who is a trained user, selected mynxgrip vascular closure device 6f/7f to close the access site. It was reported that "the sealant was deployed, however hemostasis was not achieved". The pt was converted to 20 minutes of manual compression at which time hemostasis was achieved. It is unk when the pt was discharged from the hosp. However it was reported that hospitalization was not required due to the mynx device/procedure. No further info is available.